Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service provided information to reset the pump, assisted the caller with the reset, and advised that the issue did not recur. The customer was informed to call back if the malfunction happens again, and they acknowledged and understood the instructions.